Manufacturer narrative:
Sol-millennium initiated a supplier corrective action request (scar) to investigate the reported issue. The potential root cause was attributed to unintended mechanical contact during the automated assembly process, which may result in localized damage to the pvc tubing. The observed defect rate is very low and does not indicate a systemic issue. Appropriate preventive and corrective measures were implemented, including updates to maintenance procedures and reinforcement of routine equipment inspection and control requirements across relevant assembly line. In addition, visual marking indicators were introduced on critical fasteners to enable immediate identification of any loosening during routine checks. The effectiveness of the implemented actions is being monitored. Batch 05512031 is the first batch produced following implementation. A risk evaluation conducted in accordance with iso 14971 concluded that the overall risk associated with this issue remains low, based on available data and ongoing post-market surveillance activities. Sol-millennium will continue to monitor complaint trends and will take further actions, if necessary, in accordance with established procedures.

Event description:
Customer reported during a blood draw, venous backflow was present, but an air intake noise was noted. It was observed that drops of blood were leaking from the tubing at the connection point. Due to the absence of flow, the patient had to be re-punctured in order to repeat the blood collection. Please find attached a photograph showing the location of the leak. Unfortunately, the device was not retained.